Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise causing intermittent over sensing. Upon lead revision, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was fine post procedure.